Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert and went to the emergency room. The right ventricular (rv) lead was noted to have two episodes of noise. Reprogramming was performed to change the sensing vector and the patient will be monitored remotely. The lead remains in use. No patient complications have been reported as a result of this event.